Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site:3003442380.

Event description:
It was reported that patient faced high blood glucose level and treat with correction bolus via multiple daily injections and patient reported that the blockage is located in the tubing.